Event description:
The following information was provided by the user to the cook area representative in (B)(4). During an endoscopic retrograde cholangiopancreatography (ercp), the wire guide zip lumen of the cook fusion omni ercp catheter was utilized. Zipping through the catheter was very frayed. The inner wire of the catheter was thereby exposed. Exposure of the inner wire did not lead to medical or surgical intervention. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Investigation evaluation: a product evaluation was not performed in response tot his report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion omni ercp catheters are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.